Event description:
Boston scientific neurovascular became aware of an evnet in which the physician wanted to reposition the subject device in the lesion, but when the main coil was pulled out it had already detached with no use of power. This was the 4th unit into the procedure. The main coil was successfully implanted into the aneurysm. No complications with the pt were reported to have occurred during this event.

Manufacturer narrative:
The subject device is not available for a technical analysis. A review of the device history record will be performed by the MFR and follow-up report will be submitted at this time.